Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) was at 1400 mg/dl with shortness of breath, vomiting, had difficulty waking up, respiratory failure, large level of ketones and symptom of diabetic ketoacidosis. It was reported that the patient was treated at the hospital by medical professionals with intravenous fluids, insulin via pump, and other unspecified treatments. The patient allegedly resumed pump therapy with the same pump without any recent adjustments to the pump settings. The reporter alleged that there was absence of occlusion alarm. Review of alarm history did not show any record of occlusion and the occlusion sensitivity was set to high. Troubleshooting was unable to determine the specific malfunction that resulted in the adverse event. This complaint is being reported because the patient experienced severe hyperglycemia related to a pump malfunction of unknown nature.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no occlusion alarm issue was not duplicated in the evaluation. Review of black box data did not find any occlusion alarms in the history. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy and force sensor calibration reading were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump was manually occluded during the testing and ¿occlusion detected¿ message was displayed on the screen along with auditory and vibratory warnings.